Manufacturer narrative:
This was reported as being a pro-kinetic energy stent system. It was actually a pro-kinetic energy explorer stent system. Lot number is correct, but model number should be 371458. Report has been updated. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During production, every delivery system is inflated before balloon folding followed by a helium leakage test. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pro-kinetic energy stent system was chosen for the treatment of a calcified and tortuous lesion but it was not possible to deploy the stent. Thus the stent system was withdrawn and the procedure was finished with another one.